Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited low defibrillation impedance. The suspected cause was an insulation breach on the right ventricular lead. Programming changes were implemented. The patient was in stable condition.